Event description:
It was reported that a spectrum pump alarmed sys error 105. Any pt involvement, injury or med intervention is unk.

Manufacturer narrative:
(B)(4). Baxter rec'd and evaluated the device. The device was found to be out of spec in relation to the reported symptom, which was unable to be reproduced. The eval confirmed but did not reproduce the sys error 105. The reported symptom ws observed during power up and was caused by failed motor screws. The motor assembly, which contains the failed motor screws, was replaced.